Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for eval. If add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a resection of a tumor on the right chest wall, while the drape was clipped around the cord and tube as normal, the instrument was placed on the pt's abdomen. When the instrument was activated, a break in the cord insulation caused arcing and the pt was burned. The burn was described as 2nd degree and treated with dry dressing. The customer suspects the wire may have been nicked while wrapping the drape around the cord and tubing. The pt's current status is reported as recovering with dressing changes at home.